Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had low blood glucose level and passed out. Customer had low blood glucose level of 20 mg/dl. Customer was treated with food. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer declined troubleshooting. The insulin pump will not be returned for analysis.